Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus that during evaluation of this gastrointestinal videoscope, a foreign object was found in the nozzle. The device was initially returned due to reduced angulation. This report is being submitted to capture the issue found during device evaluation. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This device has been returned and evaluated. A foreign object was found in the nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.